Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The patient reported blood glucose results of "197 mg/dl" with the subject meter and "107 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient does not take medication to manage his diabetes. It is not known what action the patient took at the time of the alleged issue. A month prior to contacting lfs, the patient stated he went to the emergency room (ER) and was administered intravenous (IV) fluids. The patient obtained a blood glucose result of "99 mg/dl" with a laboratory device. At an unspecified time/date, the patient claimed he felt symptoms of dizzy and had blurred vision. The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell out of range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips in this case failed testing. The control solution reading was high. The meter involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k061118.